Manufacturer narrative:
Corrected data: b5: "cc240a" should be corrected to "cc4204a". Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evalaution: lens was returned in a vial with liquid. Visual inspection found the lens haptic torn. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A cc240a +19.5 diopter intraocular lens was returned with the note "torn lens loading error, lens was opened but not used, no patient content".